Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In initial report section b5 was incompletely mentioned and the updated section b5 should be- the manufacturer was previously received information alleging of seeing black particles and having cough. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found evidence of unidentified white and black powder-like contamination and small pieces of white and black colored hair at the air intake under the filter area of the blower box. The manufacturer found evidence of unknown black contamination inside of the blower motor casing with some white specs of dust. The manufacturer found evidence of sound abatement foam degradation or breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found brown and black contamination and a black piece of potential hair was found on the bottom of the humidifier enclosure. The manufacturer also found potential water ingress and mineral deposits on the air inlet tube and heater plate shield. The device's downloaded event log was reviewed by the manufacturer and found the error log showed 1 error logged. The manufacturer concludes the contaminates found were consistent with unknown white and black powder-like contamination and some white specs of dust, inconsistent with the sound abatement foam. The manufacturer confirmed there was evidence of sound abatement foam degradation. Section d9, d10, g3, h3 and h6 has been updated / corrected.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.